Manufacturer narrative:
This report is submitted on august 10, 2023.

Event description:
Per the clinic, the patient experienced an infection (treatment unknown). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
The infection was located behind the ear and was treated with oral antibiotics. This report is submitted on september 1, 2023.